Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported the "device has had to provide a lot of therapy and has given adequate treatment, but it did not work the week before because there were seven episodes in one hour. Adjustments to how much were made." The caller was referred to the physician. A request for additional information was made, but not received. The device remains in use and no patient complications have been reported as a result of this event.